Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen in the hospital. Left ventricular (lv) lead threshold testing was being performed on the device. During threshold testing, asystole was noted in both chambers for approximately six seconds. The patient became symptomatic. The test was stopped and reprogramming was performed. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.